Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the patient expired three days after implantable pulse generator (ipg) system was implanted. Of note, the procedure was without complication. Interrogation was performed in the mortuary and it was determined there had been a lead warning, but had been cleared on the device and reason for warning was not identified. It is not known if the lead warning occurred before or at the time of death. No performance issues were identified prior to the patient's death. Imaging performed by the hospital noted the lead to be in the same position as at the time of implant. Imaging performed one day post implant noted no presence of a pericardial effusion and a clear chest xray. It was also reported the lead displayed high impedance and undersensing was observed on a telemetry strip. It was noted that it is unknown if the high impedance and undersensing occurred ante/peri or post mortem. No resuscitation efforts were initiated as the patient was a do not resuscitate. The cause of death could not be determined.